Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing however, hardware low level failures confirmed in the downloaded history file along with audio anomalies due to broken pin 1 trace at u1 on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm also had audio anomaly. The customer blood glucose level was 12.8 mol/l. After running self test the pump error occurred and then sound was normal for two days. Customer sated sound disappears then run self test again pump error occurred. The device will be return for analysis.